Manufacturer narrative:
Patient age at time of event: 70's. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09931. It was reported that guide wire tip detachment occurred. The target lesion was located in the occluded anterior tibial artery. With a support of a rubicon support catheter, a 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure, the tip of the guide wire broke off. Subsequently, another 300cm straight tip v-14¿ controlwire® was selected to cross the lesion. The physician clamped a hemostat to the tip of the guide wire to bend the tip. The second guide wire was then advanced together with the rubicon support catheter. However, the tip of the guide wire broke off again. The detached guide wire tips went down to the patient's foot. The physician decided to leave the tips because the physician could not ever get all the way down to the patient's foot as the lesion was occluded. The procedure was not completed. No further patient complications were reported and the patient's status was stable.